Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855 investigation summary: bd had not received samples or photos for investigation. A total of 30 retained samples underwent visual inspection for gel defects and additive abnormality, with all samples passing the inspection. Additionally, 20 retained samples underwent a functional test for low or no draw, and all tubes were within specification, showing no tube push off. Complaints for sample quality are under statistical control for the month of june 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes: underfill, hemolysis and tube push off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® sst¿, tube push off, underfill, and hemolysis were seen in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.